Manufacturer narrative:
(B)(4). Baxter medical assessment: given that the product labeling, temperature probe location and appropriate number of products inside the outer box were all changed, there is reason to question whether or not the actual product content was also not tampered with in a way that may not be so visible. The product wasn't questioned by a customer in a hospital, but rather by the baxter representative, who is very familiar with what the labeling, the layout and the contents should look like. The fact that the temperature probe was removed from its original position and taped to another section on the outside of the box, should be caught by the operating room personnel, but this was not the case. There is no possible way to determine if more product tampering, such as intentional contamination, occurred without examination of the remaining samples. It is also not possible to know if other samples have not already been used on patients, although, no complaint of patient harm has been filed to date. Investigation has determined that there is no quality issue or defect in the product or manufacturing process. It was determined that this product was reworked by the (B)(4) distributor, formed. The complaint is solely due to the rework by the distributor. Baxter (B)(4) legal is currently taking legal action to resolve the issue. Baxter (B)(4) has already sent a letter to the distributor, formed, to invite them to stop this type of rework. Baxter (B)(4) legal is currently taking legal action to resolve the issue and will be advising the (B)(4), as appropriate. There is no baxter quality or manufacturing issue. This is solely the actions of an (B)(4) distributor. Baxter legal (B)(4) is currently working to resolve the issue and will be advising the (B)(4).

Event description:
Baxter representative noted that the packaging of the product involved was not the original one for the following reason: - the secondary packaging (carton box) was changed as the name of the product that became "biodry". - on the primary packaging a stamp with the name biodry was done on the original data (batch number, expiry date,..). - the box contained 4 units, instead of 2 or 6. - the temperature probe was removed from the original position and put with tape on the carton box. There was no patient involvement. Additional information: the customer purchased the product from an (B)(4) distributor called formed. Formed did the rework of the product peri-stripis giving to the reworked product the name of biodry, that is not a brand name registered in the italian moh database.